Event description:
The customer reported fluid leaked from the main pipettor wash tower involving access 2 immunoassay system. The customer noticed a pool of sodium-like precipitate fluid leaked and spread across the base of the unit. The customer had on personal protective equipment (ppe), followed standard protocol for clean-up and disposal of potentially biohazard materials, and cleaned up the fluid leak. There has been no report of patient results being impacted. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and determined the fluid leak originated from the vacuum valve on the wash tower for the main pipettor. The fse noted the lower screw that mounts the wash tower was loose. The fse replaced the vacuum valve, tightened the loose screw on the wash tower, and verified system operation and performance. The unit conformed to the manufacturer's published performance specifications. (B)(4).